Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Unable to perform displacement test due to keypad anomaly. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and the buttons on the insulin pump were unresponsive. Customer stated that the alarm persisted even after a battery change. Nothing further was reported.